Event description:
It was reported that an error message that cause the sensor to stop working occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. The reported event of an error message that cause the sensor to stop working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).